Event description:
The end user alleges they were going up a hill when the scooter just stopped. The end user started to quickly back down the hill out of control crashing onto pavement. End user sustained a concussion, stitches to their head and bruises on the left side of their body. The end user also stated they have a whiplash type injury to their neck.